Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had a test done, a ¿sobriety test¿ to check oxygen levels on (B)(6) 2016, and since then his implant had been going ¿haywire¿ on both sides. His right side was as bad as his left side. The patient was still having issues a week later and needed assistance since he still did not have access to his patient programmer to check his settings. He was being sent a new programmer. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative reported the patient's implantable neurostimulator (ins) was checked by their health care provider and the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.